Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon review of the device¿s memory the boston scientific engineer found that the pacemaker appeared to be depleting normally. Analysis of the data found that the longevity displayed 5.5 years remaining upon initial interrogation and when the pacing parameters were changed the longevity would show the 3.5 years at the end of the interrogation session. When the pacemaker was interrogated the next morning the longevity indicated the 5.5 years since the projection would go back to using the measured average power and not the updated measurements due to the time in-between interrogations. Engineering noted that this is normal behavior since the pacemaker would need weeks of steady state operation for the average power to reach the new value and the longevity to update to the appropriate 3.5 years. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. It was noted that the patient had been having symptoms for the past two weeks and experienced syncope twice during that time. The patient was in complete heart block and loss of ventricular capture was noted. All right ventricular (rv) lead threshold measurements were good, however the output was increased. It was noted the rv threshold measurement was at less than 1 volt with an output of 2 volts and the output was increased to 4 volts. The rv impedance measurements were within range at 350 to 450 ohms. The rv intrinsic amplitude varied from less than 2 millivolts to 25 millivolts. Due to this the rep increased the sensitivity from 2 to 4. The field representative was unable to produce any noise. Upon interrogation the following morning the battery longevity had increased from 3.5 years to 5.5 years. The field representative confirmed normal electrolytes and that the patient was not on dialysis. The loss of ventricular capture was verified via a holter monitor. The pacemaker¿s memory was sent in for review by engineering. Prior to engineering analysis a procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.